Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Regulatory agency reported on behalf of the patient the following: sarcoidosis, myalgic encephalitis, chronic spontaneous urticaria, chronic fatigue cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss) autoimmune diseases, muscle aches, pain and weakness joint pain and soreness, hair loss, dry skin, eyes, mouth, hair easy bruising and slow healing of wounds, temperature intolerance, low libido, ringing in ears, heart palpitations shortness of breath, pain in chest, arms, back, neck, (mimicking a stroke), metallic taste in mouth, oral thrush (white tongue) night sweats, skin rashes, hives, swelling in face, neck, body estrogen/progesterone imbalance, diminishing hormones or early menopause, swollen lymph nodes in breast, underarms, throat, neck, or groin, insomnia, tingling/numbness in arms or legs, burning pain around the chest wall or breasts cold or discolored hands or feet, foul body odor, muscle twitching, vertigo, fevers, dehydration, frequent urination chronic neck or back pain, feeling like you can't take a good deep breath, photo-sensitivity, edema (swelling) around eyes swelling in feet, toes, nail changes (cracking, splitting, slow growth, etc.), skin changes; freckling, pigmentation changes, increase in papules (flesh colored raised bumps), decline in vision or vision disturbances, liver and/or kidney dysfunction gastrointestinal and digestive issues, food intolerance's and allergies, smell or chemical sensitivities, mold or dust sensitivities, new or persistent infections - viral, bacterial, and/or fungal (candida), reoccurring sinus, yeast, and uti infections, throat clearing, cough, difficulty swallowing, choking feeling, headaches, migraines, chronic inflammation feeling like you are dying, anxiety, panic attacks depression, hypo/hyper thyroid symptoms or diagnosis symptoms or diagnosis of fibromyalgia, symptoms or diagnosis of lyme disease, sharp pains in breast, weight loss." This is for the left side. The device remains implanted. The events of swollen lymph nodes, breast pain, and slow healing are the only events related to the implanted device.